Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh018404n serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned that the equipment was not working and they had called a couple weeks ago to get a replacement battery, but the battery pack was too big so they taped the controller shut. Patient stated they were just going to dispose of the equipment.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the patient is having issues with the controller. Caller stated that the day before yesterday the controller kept telling them that it couldn't find the device and they had to do different things to get the controller to connect. Caller mentioned that this morning they went to charge the implanted neurostimulator and the controller showed that the battery was at 100% for the controller and the implant was at 50%; caller stated they left for a little bit and when they came back, the controller was flashing yellow and said that the controller battery was empty and had to be recharged. Caller noted that they plugged the controller into the ac power supply, but the controller did not power on or do anything. Caller took the battery out of the controller and tried other things to get the controller to work but nothing seemed to help or resolve the issue. Caller reported that the controller charged up a little bit but then shortly after completely died. Agent walked caller through removing the battery pack and plugging controller into ac power cord; caller confirmed controller powered back on. Caller confirmed that the green light is not flashing on the controller when plugged into the ac power supply. Caller then stated that they pushed on the cord and the light started to flash green, but then quit. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Unrelated medical history; caller stated that the patient is now on palliative care.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# nlh018404n, serial#(B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.